Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific dates or bg levels were provided. Although requested by tandem technical support, customer declined to perform troubleshooting on the pump. Customer indicated that they will contact health care provider to address bg levels.